Manufacturer narrative:
This MDR was a duplicate. Any further information will be provided with report number 6000034-2016-01966.

Manufacturer narrative:
This report is filed september 29, 2016.

Event description:
Per the clinic, the patient underwent revision surgery due to an unknown reason (date not reported). Additional information has been requested; however, not yet made available.